Event description:
Received report of a clave that had become separated from its extension tubing. The pt had received one unit of blood via an 18g peripheral IV site. After the first unitof blood had infused, the extension set was flushed with no reported problems or leaks. The clinician then connected the second unit of blood. Several minutes after the start of the infusion, while the clinician was still in the room the patient had pointed out that there was some blood on the sheets. There was an estimated blood loss of 5-10cc. Upon further inspection, the clinician had noted that the clave became distally separated from its extension tubing, "as if there was not enough adhesive". The IV site, extension set, blood tubing, and blood were all changed. The transfusion resumed with no further problems. There was no adverse patient effect. Additional patient information was requested, but no further information was provided.